Manufacturer narrative:
Additional information was received that the issue was an o2 monitoring issue and not a delivery issue. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block h4: date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in potential impact to the delivery of o2 or fresh gas flow. There was no patient involvement.